Event description:
After drawing blood when stopper was about to be removed. Phlebotomist got cut due to broken tube. At closer inspection, glass tube was found to have cracks just below the stopper and rim attachment. Blood screened for human immunodeficiency virus and hepatitis.